Event description:
It was reported the video system center displayed color bar. It's unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. During inspection and testing, the reported malfunction (color bars) could not be reproduced; however, when tested, no image appeared. Based on the investigation results, it is likely that the malfunction was due to a damaged connector. Olympus will continue to monitor field performance for this device.